Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a temperature (temperature issue) issue. Reportedly, the pump was ¿exceptionally hot¿ and when the battery was removed, it was so hot that it was impossible to touch the battery. There was no reported physical harm as a result of the alleged incident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box data for the time of the alleged complaint was unavailable for review, as the data had been overwritten due to continued pump use. A review of the current black box and alarm histories revealed no errors or alarms related to the complaint. The battery was not returned with the pump; a test battery was used to complete investigation. Visual inspection revealed that the battery compartment was cracked, however the battery cap was able to tighten securely to the pump. The pump powered on normally and did not draw excessive current. No overheating occurred during investigation. The pump cover was removed and there were no internal defects found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.